Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in united states. On (B)(6) 2024, patient complained about infusion set fell off due to tape not sticking. The event took place during shower and normal use. No further information available.